Event description:
Prior to a coronary stent procedure, the stent dislodged from the balloon. Another of the same device was used to complete the procedure. No patient inuries or complications were reported.